Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the lens was explanted with patient reason mentioned mechanical complication. The lens was explanted and exchanged with another lens 5 months following the initial procedure. Additional information has been requested.